Manufacturer narrative:
Evaluation summary follow-up #1: quality assurance analysis of the returned device revealed that the unit was returned without the stent. The c-flex was bunched and accordianed. The balloon was filled with air. Quality engineer determined that it is possible the c-flex was distal to the stent during deployment, causing resistance and c-flex bunching. It is unknown if the device was properly handled. Careful handling is essential in preventing c-flex damage, as noted in the product IFU. No corrective action will be implemented for this incident. Gvi has measures in place during mfg to ensure that the c-flex is correctly positioned. As part of our mfg and quality process all stent delivery systems are inspected during the final mfg phase to ensure proper device structure and inegrity. Samples from each lot are visually, dimensionally and functionally inspected. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, after deployment at 10atm, considerable resistance was met while attempting to remove the stent delivery system. The delivery system was eventually removed with difficulty and the pt was sent for coronary artery bypass graft surgery. The IFU states a rated burst pressure of 7atm.